Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 66-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had dark colored urine and an increased lactate dehydrogenase (ldh). An echocardiogram showed the pump was deep at 5.2cm. The impella was repositioned to 3.4cm. The hemolysis resolved after the repositioning. While on support, the device functioned at p-7 at 3.1l/min. The post-procedure outcome is unknown. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Additional information was received therefore b5, h1, h6 was updated.

Event description:
Updated clinical rationale: an impella cp device was inserted into the right femoral artery in a 66-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had dark colored urine and an increased lactate dehydrogenase (ldh). An echocardiogram showed the pump was deep at 5.2cm. The impella was repositioned to 3.4cm. The hemolysis resolved after the repositioning. While on support, the device functioned at p-7 at 3.1l/min. Two days after insertion, the patient expired on support. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The death was most likely due to the patient's pre-existing condition of acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage d shock.

Manufacturer narrative:
Section d catalog number was corrected. Hemolysis/mechanical interaction with blood: the cause of the hemolysis issue was determined to be due to improper positioning of the pump likely as a result of unintended use related error as evidenced by clinical information of hemolysis resolving after pump repositioning device in wrong position: the cause of the issue was not stablished as limited clinical information was provided